Event description:
It was reported that the customer put insulin pump back on after a football practice and numbers started ramping and the screen went black. It was stated that the keypad issue persists after battery change. Blood glucose value is 146 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.